Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the curved suction was bent. There was no patient present when this issue was observed.

Manufacturer narrative:
Additional information: initial reporter information/name provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: device lot number and UDI number updated to proper values. Device manufacture date updated to proper value. Initial reporter information was provided. The reported issue was observed at a technical services and support (tss)/service and repair (s<(>&<)>r) site. Name was still unavailable. Device evaluation: the curved suction was returned for analysis. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. The returned curved suction was not able to verify when attached to a known good tracker returning a divot error of 4.2 mm to 4.4 mm. This issue/failure was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the bent curved suction failed verification during the inspection.